Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records the patient presented with chest pain and shortness of breath and was found to have evidence of multiple pulmonary embolism (pe). Almost a year prior to the index procedure, the patient presented similar symptoms and was found to have what appeared to be a small pe. The patient had been treated medically and had been doing well. There was no evidence of dvt or persistent phlebitis and therefore the anticoagulation was discontinued; however, presented with recurrent proven multiple pe. Venous doppler was found to be negative. The patient was advised to undergo insertion of an inferior vena cava (ivc) filter for recurrent pe and poor medication compliance. The right femoral vein was accessed percutaneously, and a vena cavogram was performed. After the vena cava was found to be of adequate size for vena cava deployment and the level of the renal vein was noted, a ¿braun¿ inferior vena cava filter was inserted and deployed at the level below the renal vein. The patient tolerated the procedure well. There were no complications. A cordis trapease vena cava filter was listed as part of the equipment used in the case in the operative report. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced chest pain, anxiety and stress related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of a small pulmonary embolism (pe) and was treated medically. The patient¿s anticoagulation therapy was subsequently discontinued since there was no evidence of deep vein thrombosis (dvt) or phlebitis. The patient presented to hospital with chest pain and shortness of breath. Diagnostic testing revealed multiple pe. The indication for the filter placement was reported to be the patient¿s recurrent pe and poor compliance with medications. The filter was implanted via right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. More than ten years after the filter implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the inferior vena cava (ivc). The patient further reported having experienced chest pain, anxiety, mental anguish and stress associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported chest pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused from tilting and perforation of the filter and the resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.